Event description:
It was reported that the customer had sensor issues and sensor reading and blood glucose reading discrepancies. Customer stated sensor reading was 50 but blood glucose was 160 mg/dl. Troubleshooting was done. Customer's blood glucose was 150 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.